Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. However, medical record was received for evaluation. Therefore, the investigation is confirmed for the reported difficult to remove, malposition of device and patient device interaction problem. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900f vena cava filter allegedly experienced difficult to remove, malposition of device and patient device interaction problem. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 65 years old female patient weighs 65 kgs.

Manufacturer narrative:
For both events, the lot number is unknown, therefore a completer manufacturing review could not be conducted for each investigation. In each case, the device was not returned for evaluation, therefore both investigations are inconclusive for difficulty to remove, malposition of device, and filter perforation as no objective evidence has been provided. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model unknown denali filter experienced a difficulty to remove, malposition of device, and patient-device interaction problem. This event was reported from various sources. Both events involved patients with no reported patient injury. The patient¿s age, weight, and sex were not provided for either case.